Event description:
The customer reported to olympus, the tip of the 550 micron tfl single use soltive laser fiber appeared angled on screen removed immediately and then tip broke off. The issue was found during a therapeutic soltive laser enucleation procedure (solep). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was discarded by the user facility and will not be returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 1 year since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.